Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one (1) infusor device did not properly deliver during patient use. The actual flow rate was 85ml/137hr. The total fill volume was unknown. The device was filled with morphine hydrochloride and saline. There was patient involvement but no patient injury and medical intervention. An actual sample is available. No additional information.